Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning and polarity switch. It was also reported that the lead exhibited low impedance, far field r-wave (ffrw) and short atrial to atrial intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
During review of analysis it was noted that the right atrial (ra) lead was reprogrammed back to bipolar.